Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the quick release, once inserted, becomes detached on it's own and is causing high blood glucose. Customer's blood glucose was over 500 mg/dl at the time of incident. Customer indicated that he will call back later to troubleshoot. No further information provided.